Manufacturer narrative:
This lv lead was discarded at the hospital, so therefore will not be returned to boston scientific for analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. The decision was made to explant and replace this lv lead. There were no adverse patient effects reported.